Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tech noticed that the needle was pinched and was unable to be used as the inner lumen was compromised and a wire could not be introduced when using the glidesheath slender. There were no other devices or equipment being used with the reported glidesheath slender as it was found pre-treatment. Additional information was received on (B)(6) 2018. The procedure being performed was a heart catheterization. The patient was stable and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and provide the completed investigation results. One needle from the 6 fr glidesheath slender kit was returned for evaluation. No other accessory components were returned. Visual inspection revealed no anomalies. The needle hub was inspected under a microscope and the entry and exit of the cannula were verified to be clear of any flash or obstructions. The inner diameter of the needle was measured and confirmed to meet manufacturer specification. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results. The returned sample was confirmed to be normal product. The exact cause of the reported event cannot be definitively determined based on the available information.